Event description:
It was reported by service report that the fowler cannot be lowered and cylinder was leaking fluid onto the floor. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.